Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had low battery alert and also received a pump error indicating an unexpected restart. Troubleshooting was performed. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the battery lasted less than a week. The customer reported that insulin pump was not stored or not in used for greater than eight hours. The customer also stated the alarm did not occur shortly during battery change but alarmed occurred during normal use. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. No unexpected pump error alarms were noted. Detailed trace analysis confirmed low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v due to connector resistance at j6/pcb 1. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted. Pump received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.